Event description:
Boston scientific received information that this patient had experienced a syncopal episode and was in the hospital for approximately four to five days but the device was not changed out. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.